Event description:
It has been reported to us that during the procedure, the occlusion balloon responded slowly when deflation was required. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician performed pre-dilatation of the vessel. The physician removed the dilatation balloon and deflated the occlusion balloon; however, the occlusion balloon delation time was longer than normal. The physician performed an ivus study on the vessel. The physician then inflated the occlusion balloon. The physician then inserted and stented the vessel and inserted an aspiration catheter and aspirated the vessel. The physician attempted to deflate the occlusion balloon; however, the deflation time for the occlusion balloon was slower than normal and the occlusion balloon did not fully deflate. The physician then decided to removed the partially inflated occlusion balloon from the patient and continued the procedure. The procedure was successful and the patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.